Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead connected to this device was explanted and replaced due to noise, oversensing, undersensing, and pacing inhibition. No additional adverse patient effects were reported. This cardiac resynchronization therapy pacemaker (crt-p) remains in service with the new ra lead.